Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('it sucks to be in pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and contusion ("bruise"). The patient was treated with surgery (the surgery I just had / essure removal). Essure was removed. At the time of the report, the pelvic pain outcome was unknown. The reporter considered contusion and pelvic pain to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media- pelvic pain, hysterectomy quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-may-2020: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('it sucks to be in pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and contusion ("bruise"). The patient was treated with surgery (the surgery I just had / essure removal). Essure was removed. At the time of the report, the pelvic pain outcome was unknown. The reporter considered contusion and pelvic pain to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media- pelvic pain, hysterectomy. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.